Event description:
It was reported to philips that the system experienced a geometry issue, followed by a power loss. The user performed two reboots, delaying the procedure by approximately half an hour. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.